Event description:
Rn reported home patient (hp) developed peritonitis while using the homechoice device for apd treatment. Home patient was hospitalized on 6/9/99 and treated with 15 mg/kg ip vancomycin and 6 mg/I ip gentamicin. Home patient was released from the hosp and then re-admitted on 6/12/99 and treated with 250 mg/I cefotaxime. Home patient was subsequently released from the hosp on 6/19/99. Rn does not attribute the cause of the infection to the device. Rn believes the organism may have been contracted by means of the home patient's bath water.